Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The insulin pump had been exposed to moisture. Troubleshooting was initiated for the insulin pump. The customer had been hiking and sweating. The display went blank immediately after it was exposed to moisture. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.